Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A ship history, device history record review and product evaluation are in progress. Results of the device evaluation, as well as the device history record review will be provided in a follow-up medwatch report. The march 2007 15-month ultraflex esophageal stent complaint trend report, inclusive of all failure modes, was reviewed; no adverse trends were noted.

Event description:
It was reported to boston scientific corporation on march 29, 2007, that after the placement of ultraflex stent system (patient age and gender unk), the stent migrated, "the lattice framework became detached from the cover" and "the stent broke off when an attempt was made to remove it completely". The stent wa placed successfully in 2006. During a "routine/control examination" eight months later, the "physician realized that the coverage did dislodge from the stent". The stent was also found to have "broken in the region of the bend" and to have "dislocated in the distal direction" where "the lower end (of the stent) protrudes into the stomach". In an attempt to remove the stent, "the stent broke off"; "the broken piece and the membrane were recovered". The remaining piece of the stent could not be removed; however, it was possible to "bridge it with the second stent". The exact date of the second stent placement is unk. The pt was treated with a "liquid diet ... Following gastrografin (contrast medium) swallow (and) antibiotics". The pt's condition was reported as "good".